Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support (mcs) as a bridge to durable ventricular assist device or orthopedic heart transplant. Approximately 15 days into the support, the nurse unplugged the automated impella controller (aic) for patient ambulation and the aic generated critical ¿battery temp high¿ alarm. The nurse restored alternating current (ac) power to the aic resolving alarm. The nurse was advised by customer support to continue monitoring and change the aic if the alarm returns. Subsequent discussion was made with the team, and it was decided to bring the backup aic to the bedside. The patient returned to bed. The original/complaint aic was again separated from ac power with no battery alarms noted for two to three minutes. The back up aic was then removed outside the patient room. The patient was transferred or placed on the original aic with no harm noted to the patient as a result of this event. The patient continued on impella mcs.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation has been completed. Data analysis: console logs from the complaint date revealed the ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) that self-resolved in 10 seconds. There was no preceding battery temperature alarm #48, which occurs when battery temperature is between 50degc and 60degc. Battery and power data embedded in ltlogs do not show any temperature rise or elevated battery temperatures, as ltlog data is recorded every 60s. Device analysis: the console¿s batteries and power management system were tested, and no issues were observed. Root cause: the battery level low alarm was due to a momentary communication glitch between the batteries and pbm, where a single sample from battery data (in this case value of battery temperature) was corrupt. D9 updated. H3 updated. D10 concomitant medical products and therapy dates updated.